Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The patient was not explanted and reimplanted (B)(6) 2014, as previously reported. Per the clinic, the patient has discontinued use of the device due to lack of clinical benefit. The implanted device remains. This report is filed august 12, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.